Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, vascular complications are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques. It also notes that sharp take off angles may be responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage. Per the IFU, safety and effectiveness have not been established for patients with access characteristics that would preclude safe placement of sheaths such as severe calcification or severe tortuosity. Pre-procedure screening and assessment of the access vessel internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the trans-axillary approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest it is possible that patient factors (vessel calcification and tortuosity) in combination with procedural factors may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edward (B)(6) affiliate, a right trans-axillary artery transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve was performed with an intra aortic balloon pumping (iabp) inserted due to patient history of coronary artery disease. The valve was deployed in 90:10 aortic/ventricular position with 2.0ml less contrast than nominal volume. Post dilation was executed at outflow of the valve with continuous rapid pacing, and the valve was expanded appropriately. Post deployment, a digital subtraction angiography (dsa) performed revealed a right subclavian artery dissection. Hemostasis was completed by viabahn placement. The access site minimum luminal diameter measured 6.0 mm, with mild calcification and mild tortuosity.